Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tube there was under-fill or low draw of a tube with blood and whole tube push off non-patient end of needle. This event occurred 2 times. The following information was provided by the initial reporter. The nurse state: "some tubes didn't fill to the line and one tube needed the barrel to be pushed harder to get the blood flowing."

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tube there was under-fill or low draw of a tube with blood and whole tube push off non-patient end of needle. This event occurred 2 times. The following information was provided by the initial reporter. The nurse state: "some tubes didn't fill to the line and one tube needed the barrel to be pushed harder to get the blood flowing."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2022-03-11 h6: investigation summary bd did receive 2 samples from the customer in support of this complaint. The 2 returned samples along with 18 retained samples from the bd inventory were functionally tested and the customer's indicated failure modes of tube push off and underfill were not observed as as all 20 tubes drew within specification. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification. There were no changes in raw materials. Bd was unable to confirm customers indicated failure mode based on the returned and retained samples test results for both defects. No definitive root cause could be established for the reported defect.